Event description:
A distributor reported that a tec 6 plus vaporizer is missing its interlock pins. This would result in the ability to turn on two vaporizers at once. There was no report of patient involvement. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.